Event description:
Pt had c.I. Of 5fu going for 4 days via infuse port. Connector site started to leak. White connector port of y-type huber needle. New cap in place - no further leaks. Y-site infusion set and needle one piece from MFR.